Event description:
Patient experienced see dr alert for irregular heart rate most likely due to the poor signal acquisition from the dislodged cardiac lead. The patient has a scheduled "lead revision" to correct the placement of the lead. Biotronik s53, sn (B)(6) upon visualization via fluoroscopy, it was confirmed by the physician (B)(6) 2025 that the previously properly placed cardiac lead was unattached to the rv and pulled back near the tricuspid valve. It was noted previously, (B)(6), that the signal from the lead to the guardian demonstrated "noise" and a commonly noted waveform indicative of a dislodged cardiac lead. The patient entered the physician practice (B)(6) 2025) noting a see dr alert (B)(6) 2025) from the guardian as per protocol and instructions.

Manufacturer narrative:
The biotronik lead used to connect the guardian to the heart wall detached. The lead is an off the shelf FDA approved device which is not manufactured by avertix medical inc.